Event description:
The customer reported that the save button and reverse button would not work on the system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the foot switch and the image processor. The system was tested and found to be working as intended and put back in service.